Event description:
It was reported that the bd syringe integra 3ml w/ndl 25x1 rb needle pulled out of the hub. The following information was provided by the initial reporter; material#: 305270, batch#: 2356038. Verbatim: customer filled out an online form. "One of your syringes pushed a needle into my husband's arm. I would like to discuss this." Customer response: on (B)(6) 2025, I gave my husband an injection using a bd integra syringe (3 ml 25 g). Instead of the plunger stopping when the medicine was out, the plunger continued until the needle was injected into my husband's arm and disappeared. He went to the ER to see what could be done. They caught a glimpse of it using an ultrasound but could not find it on an x-ray. Now, we have a hospital bill and a needle floating around somewhere inside my husband. From here on out, we have to be concerned about this needle, especially if an MRI is ever in the picture. Sebastian works a rather dangerous job and if he's ever hurt or knocked unconscious, we have to be sure he doesn't ever have an MRI as the needle could come out from anywhere which would damage not only the MRI machine but my husband.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Supplemental MDR - needle pulled out of hub. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note that this product has a retractable needle design. The metal cannula of the needle retracts into the inner plunger rod for safety. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.